Event description:
On (B)(6) 2012, an assessment dated (B)(6) 2012, was received indicating that the vns patient has not had any suicidal gestures/attempts since their last assessment, but has had severe suicidal tendencies. The physician's assistant reported that he has no record of any suicidal tendencies for this patient and the last time he was the patient was (B)(6) 2012. Attempts for further information have been made to the physician but have been unsuccessful to date.